Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient was experiencing discomfort at the ipg site and ineffective therapy. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg pocket site was repositioned and the patient¿s scs system was explanted and replaced with a drg system to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.